Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with cracked keypad overlay at select button. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alert. Customer's blood glucose level was 7.8 mmol/l. The customer states that there was no damage to the reservoir lip ring. Customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.